Event description:
It was reported that a malfunction alarm intermittently occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.